Manufacturer narrative:
There was not a button error alarm during testing. The insulin pump was received with intermittent act button response due to a corroded keypad. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.